Event description:
A customer from (B)(6) reported false susceptible imipenem and meropenem results for four pseudomonas aeruginosa isolates from urine samples in association with the vitek® 2 ast-n196 test kit (lot 5660638203). The customer was conducting a study for a diploma thesis of different ast methods that included vitek 2, bd phoenix, etest and disk diffusion. The test results were: (B)(6). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to reports of false susceptible imipenem (ipm) and meropenem (mem) results with five (5) strains of pseudomonas aeruginosa on vitek® 2 ast-n196. The customer compared vitek 2 results to different methods including disk diffusion, etest® and phoenix . The customer strains were subcultured on cos medium. Identifications were confirmed to pseudomonas aeruginosa on the five strains with the vitek gn ID card. Testing included: ast-n196 cards from the customer lot (cl: 5660638203) and one random lot ( rl: 5660730103) broth microdilution (bmd) was performed as the reference method for imipenem (ipm04n) and meropenem (mem02n) formularies. Pcr was performed to check the presence the carbapenemase genes (imp/vim/ndm/kpc /oxa-48 like, ges/ibc/imi/nmc/sme, gim/sim/spm), and as an alternative method to disk diffusion. Results: pcr results confirmed the absence of carbapenemase. Broth microdilution results for imipenem gave a susceptible result for the 5 strains: ipm mic = 4 mg/l s for the 4 strains (s1, s2, s3, s4) ipm mic = 2 mg/l s for the strain s5 broth microdilution results for meropenem gave a susceptible result for 4 strains and intermediate for one strain:. Mem mic = 2 mg/l s for the 4 strains (s1, s2, s4, s5) mem mic = 4 mg/l I for the strain s3 (can be s within 1 doubling dilution) vitek 2 testing including ast-n196 card from 1 customer lot (cl: 5660638203) and 1 random lot ( rl: 5660730103): imipenem results: s1, s2, s4: imp mic = 2 mg/l s on all cards except once imp mic = 1 mg/l s on cl v7.01. S3: imp mic = 1 mg/l s on cl and imp mic = 2 mg/l s on rl on both versions. S5: imp mic = 2 mg/l s on both lots and versions tested. Meropenem results: s1, s2, s3, s4 : mem mic</= 0.25 mg/l s on both lots and versions tested. S5: mem mic = 2mg/l s on all cards tested except once on rl in v8.01 mem mic = 4 mg/l conclusion: in-house, the susceptible results obtained by the customer were reproduced. Some underestimation of imipenem values were observed with no category error. Underestimation of meropenem was observed on four strains (s1, s2, s3, s4) on both cards, except for strain s3. The imipenem and meropenem categories are in agreement with the bmd (susceptible strains).